Manufacturer narrative:
Date of event-unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Occupation: was present in surgery-exact healthcare professional occupation unk. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cq2015a intraocular lens, diopter +20.0 into the patient's eye on (B)(6) 2017. Reportedly, on (B)(6) 2017 the lens was exchanged with a same type, different diopter lens due to the patient being "unhappy with vision." The problem was resolved.